Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room after receiving two inappropriate shocks. A review of the device data identified that smart pass was off due to a change in morphology. T-wave oversensing resulted in the inappropriate therapy and further evaluation was recommended. Nearly two years later, the patient received another inappropriate shock due to low amplitude signals. The patient will be followed by his physician. No adverse patient effects were reported.